Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "less than 54 mg/dl." Exact bg value was not provided. The customer alleged that setting changes made by healthcare provider could have caused the low bg, but ultimately, the cause of the low bg was unknown. The customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.